Event description:
It was reported internally during an inspection, they found that several packages had holes.

Manufacturer narrative:
(B) (4). (B) (4). External cause. Evaluation summary. Upon visual inspection of the sales unit carton, it was observed that three dents/impact marks were on the inside of the carton lid. Carton is crumpled and appears to have crush damage. Packages were numbered 1-5. Package #1 has hole in film/tyvek inside the sealed packaged area. There is another hole in the tyvek outside of the sealed area. Package #2 has hole in film/tyvek in the seal of package, not causing sterility breach. Package #3 has hole in film/tyvek in the seal of package, not causing sterility breach. Package #4 no defect. Package #5 no defect. The defect was re-created by dropping one device from 36 inches height and another device was dropped from 60 inches height. Both resulted in hole in package resembling damaged packages 1-3. Conclusion: defect was caused by handling external to packaging process. No protocols, defects, non-conformances or quarantine noted.